Manufacturer narrative:
Related manufacturer report # 2916596-2022-00864 reports the pump stop associated with this event. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-00864. It was reported the patient's pump stopped in the middle of the night on (B)(6) 2022. The patient was asymptomatic at the time of the event. It was also noted that the patient noticed the "green pump run light" was off when the pump had stopped. The issue resolved with a system controller exchange. Technical services performed a review of the log files from the days leading up to the event and found intermittent low voltage advisory/hazard alarms as well as power cable disconnect events while the patient was on battery power. These alarms occurred on (B)(6) 2022 at 2:20 pm which lasted until the driveline was disconnected at 2:37 pm. The driveline was only disconnected for 30 seconds, but it was disconnected again at 2:38 pm and the pump was off for the remainder of the log file. It appeared the black power lead had trouble maintaining proper voltage, which had caused the low voltage events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file ((B)(4)) was submitted for review and showed events spanning approximately 5 days ((B)(6) 2022 per timestamp). Intermittent atypical low voltage advisory alarms were active on (B)(6) 2022 from 14:20:14 ¿ 14:25:12. These alarms occurred while connected to battery power and coincided with fluctuating bus and rsoc voltage readings on the black power cable, which were not coincident with power source exchanges. Pump operation was not affected by these alarms. Atypical no external power alarms were active on (B)(6) 2022 from 14:22:17 ¿ 14:22:18 and from 14:25:13 - 14:25:15. The no external power alarms activated due to an atypical low voltage event occurring on the black power cable simultaneously with a routine power cable disconnect on the white power cable. These alarms did not affect pump operation and the backup battery supported the system during these events. Intermittent atypical power cable disconnects coincident with rsoc invalid faults on the white power cable were active on (B)(6) 2022 from 14:22:28 ¿ 14:25:13. These alarms cleared shortly after activating and occurred on battery power. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2022 at 14:37:09 for a system controller exchange. There were no other notable alarms active in the log file. Additional information provided on 10feb2022 stated that the controller would not be returned for evaluation and that no further issues have occurred since the controller was exchanged. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory, power cable disconnect, no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii left ventricular assist system (lvas). These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information has been provided. The manufacturer is closing the file on this event.